Event description:
Port inserted 6/6/94 for use in administering chemo treatments. On 5/23/95, physician was attempting to remove port & catheter when the catheter became disconnected from port. Pt transferred to cardiac diagnostic lab for removal of catheter.